Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly during delivery in the emergency room setting. The device was programmed to deliver a 1 l normal saline bolus at a rate of 995 ml/h. The infusion reportedly completed earlier than expected, with an air-in-line alarm occurring at approximately 56 minutes, despite the device indicating 17.5 ml remained to be infused. This resulted in the infusion being delivered faster than intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.